Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing manual peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of peritonitis caused by a break in aseptic technique further described as the patient made mistake and the patient's attendant doing capd without proper training. The patient was hospitalized for peritonitis. The patient was treated with injection vancogen (1g, ip, frequency not reported) for peritonitis. The patient/patient's attendant was trained on how to perform capd using aseptic technique. The patient was discharged from the hospital and recovered from the event of peritonitis.